Event description:
It was reported that during an implant procedure, the helix would not retract out of the lead after repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and the helix was disengaged from the helical channel. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head),there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.